Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found two external abrasions that breached the outer insulation and exposed the outer coil. This was consistent with friction to device can located at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer report number: 2017865-2023-10772, related manufacturer report number: 2017865-2023-10773. It was reported that the patient presented for follow-up with episodes of noise exhibited by both the right atrial (ra) and right ventricular leads. Also noted were high pacing impedance and elevated capture threshold measured in the ra lead. The patient was scheduled for revision and both leads were explanted and replaced. The pulse generator was also explanted due to advisory. The patient was stable.